Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.

Event description:
It was reported that the pt presented in clinic due to vibratory alert. The atrial lead exhibited drop in pacing impedance and noise. Physician decided to reprogram the device to ventricular mode. The lead was deactivated.